Event description:
While preparing for a flu clinic. Staff were placing safety needles on prefilled syringes. Two caps popped off while placing onto the syringes and a cap fell off inside the container, that we were placing the syringes into. FDA safety report ID (B)(4).